Event description:
Report received of an incomplete infusion of nafcillin. The customer was unwilling to provide any additional information on the event, including patient specific information or whether there was any adverse effect to the patient.